Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded damage on keypad traces. No button error alarm noted. Insulin pump received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had normal blood glucose levels of 74 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump might have been in contact with moisture from sweat. The customer reported noticing that the buttons of the insulin pump were harder to press and sticky after being exposed to sweat. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.